Manufacturer narrative:
(B)(4).

Event description:
Subsequent to the initial MDR, additional information was received on 2/27/2026. Data was received and evaluated. An analysis of the data logs was performed for the time in question. The logs indicated that the g7 wearable, listed in the record ((B)(4)), was started on (B)(6) 2026 and ended on (B)(6) 2026. A new wearable ((B)(4)) was started on (B)(6) 2026 and lasted the entire 10 days before expiring on (B)(6) 2026. There was no evidence of a pairing failure during that time frame. The reported pairing issue was not confirmed. No probable cause was identified. No additional event or patient information is available.

Event description:
It was reported that a pairing issue occurred. On (B)(6) 2026, the patient reported that her sensor would not pair. She allowed ¿a few hours¿ for the sensor to connect, but pairing remained unsuccessful. The patient was also using a tandem insulin pump at the time. The patient began experiencing vomiting and feeling hot, and was later reported to be in diabetic ketoacidosis (dka). At approximately 8:39 p.m., a blood glucose (bg) meter reading was taken and found to be 700 mg/dl. The patient self-administered 8 units of insulin and drank water. By around 11:00 p.m., she continued to feel unwell, and her mother transported her to the emergency room. At the ER, a bg meter reading was recorded at 400 mg/dl. The patient received insulin and IV fluids. She was discharged on (B)(6) 2026, at approximately 12:00 p.m. (Less than 24 hours after arrival) with her bg level in the 100 mg/dl range. At the time of reporting, the patient stated she was ¿fine.¿ no data or product was provided for investigation. The allegation was undetermined. The probable cause could not be determined. No additional event or patient information is available.

Manufacturer narrative:
(B)(4). H6 medical device problem code - 3191 - patient was unable to identify device issue therefore a more specific code could not be selected. Diabetes mellitus is a known cause of hyperglycemia and diabetic ketoacidosis.